Event description:
It was reported that the patient underwent a gynecological procedure on approximately (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to posterior rectocele stage iii. Following insertion the patient experienced, bleeding, bowel problems, extrusion, erosion of mesh into the rectum, loss of consortium, tissue perforation, worsening of urinary problems, pelvic pain, rectal pain, physical/emotional injuries, pain, erosion, infection, urinary problems, bleeding, recurrence, dyspareunia and vaginal scarring. It was reported patient underwent excision of mesh approximately on (B)(6) 2007 and partial mesh removal approximately on (B)(6) 2007. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent mesh removal due to exposed mesh on (B)(6) 2013 by dr. (B)(6).